Event description:
Same case as MDR#2134265-2012-00820. It was reported that during a percutaneous coronary intervention removal difficulty occurred. The lesion was located in a saphenous vein graft (svg). The anatomy was reported as tortuous. A filterwire was inserted. A promus element stent 3.5x16mm was deployed over the filterwire. Some resistance was reported when passing a non compliant balloon for post dilation. Proximal stent deformation was noticed. It was reported that the filterwire could not be re-sheathed for removal and the stent was removed with the filterwire. A new 4x16mm promus element stent was implanted over a standard guidewire. The patient remained stable and no complication has been reported further to this event.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).